Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported the insulin pump vibrated and sent the purge on its own. The customer reported hypoglycemia treated with glucagon during hospitalization. The event involved product mmt-1886. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue using the device. Product mmt-1886 will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump also passed tone test and vibration test during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly or prime/seating anomaly noted. [Per (B)(6) ¿ r&d engineer (please see attached word document for the additional details of marks analysis). Conclusion: the max fill reached alarm was generated by keypresses ( I am assuming user activities) and the statement that ¿the patient reports that she did not perform this tubing purge and that the pump would have sent this purge on its own¿ is not correct.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 07-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 159250 (15.925 u) and dailytotalofbolusinsulindelivered = 356250 (35.625 u) which is equal to the dailytotalofallinsulindelivered = 515500 (51.55 u). Perform the history review 1 week prior to the event date 07-feb-2025 in the pump history file and found a lost sensor alert on 02/02/2025 and on 02/07/2025, and multiple sensorerroralert (801) on 02/02/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Delivery anomaly-prime/fill anomaly not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.